Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was returned with a broken input disk. As a result, the instrument was unable to apply the clip to the test tubing. The instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. The complaint regarding clip closing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation is in progress to determine the cause of the reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy subtotal surgical procedure, the medium large clip applier instrument did not allow to close two clips consecutively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium large clip applier instrument was inspected prior to use, no damage was found. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle during the second clip application. Hem-o-lock medium large (green) clip was used. The vessel or tissue bundle was not greater than the specified diameter. The issue was resolved using a third-party backup instrument.